Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report was not confirmed in the lab due to a lack of sample. A batch review was not performed as lot information was not available. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding an alarm on the home choice (hc) during prime. The care giver (cg) stated that she was trying to change the tubing to fix a check lines and bags alarm. The cg stated that she did not change the bags when she changed the cassette. The cg would start over with new supplies. There was no patient injury or medical intervention reported.